Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited a chronically elevated threshold. Additional information indicated that the cause for high threshold could be patient condition or possible micro-dislodgement. It was noted that the physician was able to extend and retract the helix. Furthermore, the lead was abandoned surgically and a new lead was placed for better threshold and lateral placement. No additional adverse patient effects were reported.